Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery was changed and two days later it drained. The customer inserted a new battery the morning of the call and the insulin pump gave a low battery alert and a battery out limit alert. The customer stated that the alarm occurred after inserting the battery but the battery was not out for longer than allowed and the insulin pump turned off. The battery out limit has occurred multiple times since 10/22/15. The customer changed the battery and the device did turn on. Blood glucose value is unknown. Customer was assisted with setting the time and date and was advised to monitor the insulin pump.